Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc dc - 7). No patient adverse events were reported. It was observed that the device outputs had been programmed off (disabled) on (B)(6) 2014. Follow up with the patient's treating neurologist indicated they were aware of the high impedance situation and elected to disable the device on (B)(6) 2014 due to the high impedance condition. The neurologist discussed revising the system but the patient has been doing well and has decided not to purse replacement at this time. No known surgical interventions have occurred to date.